Manufacturer narrative:
(B)(4). The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored and no unexpected rewinding noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working anymore, it won't stop rewinding after she got an alarm the bolus was not delivered. The customer blood glucose level was unknown. Customer stated insulin pump rewound itself at least 12 times. The device will not be returned for analysis.